Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram revealed no presence of calcium. Post procedure, the physician who is a trained user of the mynx, used the device to close the femoral artery. It was reported that the physician shuttled down and retracted the sheath to expose the advancer tube. However, the advancer tube did not engage. The physician removed the device and converted the patient to 15 minutes of manual compression. Successful hemostasis was achieved. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Based on the information provided and the investigation performed on the returned device, the cause of the failure to deploy was confirmed. A shuttle down procedure was simulated and the advancer tube did not engage the tamp lock. A component issue was found on the proximal detent. Aci has addressed this issue internally. The review of the lhr (f1111101) indicated that the mynx device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
Corrected conclusion (unable to confirm complaint) to (device failure directly contributed to event).